Event description:
It was reported that alarm 113 (reduced water temperature control) occurred in arctic sun device. The water temperature does not drop. The case completed after replacing with a substitute machine. No patient damage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty level sensor. The device was evaluated and the reported issue was confirmed due to a faulty level sensor. Level sensor(40310200) replacement and calibration and function check. Technician performing the final evaluation. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that alarm 113 (reduced water temperature control) occurred in arctic sun device. The water temperature did not drop. The case completed after replacing with a substitute machine. No patient damage. Per follow up information received via email on 02aug2023, they confirmed device was sent to bd-approved facility for evaluation. They confirmed the issue was resolved. They confirmed the repair was done. They did not get information about the patient. The case completed with replacement machine. No patient impact and no medical intervention required.